Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Hypotension is an effect that is highly dependent on the patient's pre-procedural condition and can occur despite a normally-functioning device or model implant procedure. In addition, the relationship between the congestive heart failure and the valve could not be determined but likely the heart failure is related to patient condition. Both hypotension and congestive heart failures are known adverse effects per the evolutr IFU m056197t001. (B)(4)

Manufacturer narrative:
The device was discarded and will not be returned. Without return of the device, a conclusive cause cannot be determined. The patient¿s weight was requested but unable to be obtained. A supplemental report will be filed if additional information is received. (B)(4).

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the patient became hemodynamically unstable. The valve was recaptured and removed from the patient. The blood pressure could not be maintained and the patient expired.

Manufacturer narrative:
Additional information was received that contributing factors to the clinical observation were the patient¿s history of severe mitral regurgitation and reduced left ventricular function with an ejection fraction of 35-40. The valve was unable to be implanted. The physician stated the cause of death was heart failure. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.